Event description:
Allegedly, during a procedure, insufflator tubing became detached from luer lock causing slow loss of distention; doctor noticed loss, replaced tubing and completed procedure with no impact on patient.

Manufacturer narrative:
Tubing that failed was discarded by hospital. We tested a dozen samples from stock and, using pulling force, were able to separate tubing from the luer on one sample.